Event description:
Equipment event note:in preparation for a abdominal laparoscopic procedure an ethicon 12mm trocar and a 5mm covidien trocar were opened at the request of surgeon. He subsequently requested two 5mm ethicon trocars as the case progressed. An excel bladeless trocar with stability sleeve 5mm x 100mm labeled "b5lt" and a reprocessed trocar sleeve labeled "cb5lt" (5mm x 100mm)were delivered onto the field. (It appears that the cb5lt sleeve delivered was not an actual reprocessed trocar as it did not have the words "reprocessed by any reprocessing company on the sleeve.) The reprocessed sleeve was actually 75mm. Unable to utilize this trocar surgeon then requested a second 100mm x 5mm ethicon sleeve. Another reprocessed sleeve was delivered to the field and utilized. As the case advanced surgeon requested an incident report be completed regarding the reprocessed trocars and sleeves. He stated that he was unable to perform a safe operation due to the sleeves which did not allow his laparoscopic instruments to glide in and out smoothly. He noted his instruments were constantly sticking while advancing and withdrawing from the abdominal cavity through the sleeves making the surgical procedure considerably more difficult. The procedure was completed and no harm came to the patient.